Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to hyperglycemia while using the infusion set. The patient's blood glucose result was "hi" mmol/l at 5:05 pm. The "hi" mmol/l result, which on the system indicates a result in excess of 33.3 mmol/l. At 5:53 pm, the blood glucose result was 29.1 mmol/l. The patient was treated with insulin via pen at 6:30 pm by her mother and taken to the hospital. At the hospital, the patient was treated with insulin via pen and discharged 6 hours later. The blood glucose results at the hospital were unknown. The reporter alleged the insulin "was not coming out freely" from the infusion set and believes this infusion set was the issue. The patient changed the infusion set from a different batch and noticed the difference in the insulin flow. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.